Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received higher readings on his adc freestyle libre sensor when compared to a blood test result. The customer reported that he received the following reading comparisons on (B)(6) 2018: 269 mg/dl (horizontal trend arrow) via sensor scan vs. 137 mg/dl blood test result. The customer reported experiencing the following symptoms: trembling, seizure, and a loss of consciousness. Customer was administered a glucagon injection by his wife and taken to a local hospital. It is unknown when the readings comparison was taken in regards to when the medical event took place. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he received higher readings on his adc freestyle libre sensor when compared to a blood test result. The customer reported that he received the following reading comparisons on (B)(6) 2018: 269 mg/dl (horizontal trend arrow) via sensor scan vs. 137 mg/dl blood test result. The customer reported experiencing the following symptoms: trembling, seizure, and a loss of consciousness. Customer was administered a glucagon injection by his wife and taken to a local hospital. It is unknown when the readings comparison was taken in regards to when the medical event took place. No additional treatment was provided. There was no report of death or permanent injury associated with this event.